Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The attorney alleges that the patient was injured and underwent surgery on (B)(6) 2007 however did not indicate whether or not the device was explanted during that surgery therefore we are not reporting this as an explanted device. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2007: patient had unspecified injuries and underwent an unspecified surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations against the bard/davol ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2007: patient had unspecified injuries and underwent an unspecified surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations against the bard/davol ventralex for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2006 - patient was diagnosed with umbilical hernia/ventral hernia thereby underwent laparoscopic assisted repair with the implant of ventralex mesh. Per operative notes, "the small bowel was intimately attached in few places to the underside of the umbilicus was taken down. A defect was at umbilical spot. A ventralex mesh was placed and tacked." (B)(6) 2007 - patient was diagnosed with abdominal pain and adhesions thereby underwent open repair with partial removal of ventralex mesh. Per operative notes, "some adhesions to the omentum was taken down. To the mesh, there was densely adherent bowel. The bowel was thick walled. The right side edge of the mesh was wrinkled. The plastic ring of the mesh was removed. Serosal damage was repaired. The mesh was densely adherent. The edges of mesh were trimmed." (B)(6) 2012 - patient was diagnosed with chronic cholecystitis with adhesions associated to prior mesh thereby underwent laparoscopic cholecystectomy and lysis of adhesions. Per operative notes, "the gall bladder was identified and removed. The adhesions associated with prior mesh (ventralex) was taken down. Several loops of small bowel tethered were released." (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent open hernia repair with the removal of ventralex mesh and implant of synthetic mesh. Per operative notes, "the old mesh was encountered, a hernia at the superior margin of previously placed mesh (ventralex) involved incarcerated small bowel. The peritoneum was entered and the mesh was excised. Lysis of adhesions was performed. A synthetic mesh was placed and sutured." Attorney alleges that the patient had adhesions, pain, hernia recurrence, serosal tear, tethered small bowel and pain pump.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The attorney alleges that the patient was injured and underwent surgery on (B)(6) 2007 however did not indicate whether or not the device was explanted during that surgery therefore we are not reporting this as an explanted device. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, abdominal pain and mesh deformation thereby underwent open repair with removal of ventralex mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesion and pain as possible complications. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.